Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Within a short time had many urinary tract infection. When catheterise, feels pain in the urethra and burn the stomach. Urinary tract infection. Customer suspects that the hydrophilic surface of the catheter could be problem.